Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window.

Event description:
Customer reported via phone call, the insulin pump stopped working and it was alarming button error. Customer's blood glucose was 236 mg/dl. Customer was attempting to administer a correction when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.